Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The pump displayed an overpressure error. The event occurred during setup. There was no patient involvement, and no patient harm was reported.

Manufacturer narrative:
The suspected pump was returned for evaluation. A visual test was performed. During functional testing, the downstream occlusion test was found to be out of calibration. The customer complaint was confirmed, with shutdown pressure observed to be too low. The probable cause was identified as the dso sensor being out of calibration. The dso sensor needs to be recalibrated. The device shall be returned to the customer once the functional and accuracy test results are confirmed to be within specifications.